Manufacturer narrative:
The reported event was duplicated by the service technician. The technician verified that the device ran in safe mode. Visual inspection revealed worn pc board.

Event description:
It was reported by the user facility that the tps micro driver ran in safe mode. The user facility was not able to provide any further information regarding the reported event.

Event description:
It was reported by the user facility that the tps micro driver ran in safe mode. The user facility was not able to provide any further information regarding the reported event.